Manufacturer narrative:
Device is combination product. Promus element, mr, ous stent delivery system was returned for analysis. An examination of the crimped stent identified stent damage. Struts at the distal end of the stent were lifted slightly. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination of the tip identified tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04feb2019. It was reported that stent balloon was unable to cross the lesion. The 80% stenosed target lesion was located in the middle left anterior descending artery. A 2.25x20mm promus element drug eluting stent was introduced but the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.